Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit didn't recognize the battery power. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the unit was not fully seated in the cart. To fix the issue, the fse pushed the unit fully into the cart, then the unit recognized when it was on ac power and battery power. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site in block e1 was shortened due to field character limit; the full name is: (B)(6).

Manufacturer narrative:
The aware date reported in the initial report was submitted incorrectly. The aware date should read: 02/01/2022.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit didn't recognize the battery power. End user switched to another iabp to continue therapy. No patient harm was reported.